Event description:
Technician alleged that the head hi/low of the bed drifted slowly down. No injuries reported.

Manufacturer narrative:
The technician cleaned the hi/low brake assembly to resolve the issue.